Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was not returned to fisher & paykel healthcare for evaluation. The investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that the mr290 chamber was leaking. Conclusion: without the complaint device we are unable to determine the cause for the reported event. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chambers would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that an mr290v vented autofeed humidification chamber was leaking. It was reported that there was no patient harm.